Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted- no". The patient's medical history included obesity. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced libido decreased ("low libido"). On (B)(6) 2010, the patient experienced abdominal pain ("right side abdomen pain"). In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraine"). In (B)(6) 2010, the patient experienced acne ("severe acne"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), abortion spontaneous ("pregnancy - stillbirth/miscarriage"), dysmenorrhoea ("chronic dysmennorhea (cramping)"), dyspareunia ("dyspareunia, (painful sexual intercourse)"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and procedural pain ("he had to force the right side coil in and I may feel more pain on that side for awhile"), was found to have a pregnancy with contraceptive device ("pregnancy - stillbirth/miscarriage") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, dyspareunia, back pain, menorrhagia, metrorrhagia, psychological trauma, urinary tract disorder, vaginal discharge, fatigue, alopecia, libido decreased, headache, weight increased, vaginal haemorrhage, acne, abdominal pain, migraine and procedural pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, acne, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, libido decreased, menorrhagia, metrorrhagia, migraine, perforation, pregnancy with contraceptive device, procedural pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: 2010 and (B)(6) 2016.she received treatment for urinary probs. Vaginal discharge current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a 28-year-old female patient who had essure (batch no. 752413) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted- no". The patient's medical history included obesity and adenomyosis. In 2010, the patient experienced libido decreased ("low libido"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("right side abdomen pain"). In (B)(6) 2010, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraine"). In (B)(6) 2010, the patient experienced acne ("severe acne"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abortion spontaneous ("pregnancy - stillbirth/miscarriage"), dysmenorrhoea ("chronic dysmennorhea (cramping)"), dyspareunia ("dyspareunia, (painful sexual intercourse)"), back pain ("back pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and procedural pain ("he had to force the right side coil in and I may feel more pain on that side for awhile"), was found to have a pregnancy with contraceptive device ("pregnancy - stillbirth/miscarriage") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy right salpingo-oopherectomy and left salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the perforation, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, dyspareunia, back pain, heavy menstrual bleeding, intermenstrual bleeding, psychological trauma, urinary tract disorder, vaginal discharge, fatigue, alopecia, libido decreased, headache, weight increased, vaginal haemorrhage, acne, abdominal pain, migraine and procedural pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, acne, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, intermenstrual bleeding, libido decreased, migraine, perforation, pregnancy with contraceptive device, procedural pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: 2010 and (B)(6) 2016. She received treatment for urinary probs. Vaginal discharge. Current weight 170 lbs. Trailing coils: left: 3 right: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted- no". The patient's medical history included obesity. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced libido decreased ("low libido"). On (B)(6) 2010, the patient experienced abdominal pain ("right side abdomen pain"). In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraine"). In (B)(6) 2010, the patient experienced acne ("severe acne"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), abortion spontaneous ("pregnancy - stillbirth/miscarriage"), dysmenorrhoea ("chronic dysmennorhea (cramping)"), dyspareunia ("dyspareunia, (painful sexual intercourse)"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and procedural pain ("he had to force the right side coil in and I may feel more pain on that side for awhile"), was found to have a pregnancy with contraceptive device ("pregnancy - stillbirth/miscarriage") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, dyspareunia, back pain, menorrhagia, metrorrhagia, psychological trauma, urinary tract disorder, vaginal discharge, fatigue, alopecia, libido decreased, headache, weight increased, vaginal haemorrhage, acne, abdominal pain, migraine and procedural pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, acne, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, libido decreased, menorrhagia, metrorrhagia, migraine, perforation, pregnancy with contraceptive device, procedural pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: 2010 and (B)(6) 2016.she received treatment for urinary probs. Vaginal discharge current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs and mr received : events "abnormal bleeding (vaginal), low libido, severe acne, right side abdomen pain, migraine, he had to force the right side coil in and I may feel more pain on that side for awhile ", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a 28-year-old female patient who had essure (batch no. 752413) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted- no". The patient's medical history included obesity and adenomyosis. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced libido decreased ("low libido"). On (B)(6) 2010, the patient experienced abdominal pain ("right side abdomen pain"). In (B)(6) 2010, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraine"). In (B)(6) 2010, the patient experienced acne ("severe acne"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abortion spontaneous ("pregnancy - stillbirth/miscarriage"), dysmenorrhoea ("chronic dysmennorhea (cramping)"), dyspareunia ("dyspareunia, (painful sexual intercourse)"), back pain ("back pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and procedural pain ("he had to force the right side coil in and I may feel more pain on that side for awhile"), was found to have a pregnancy with contraceptive device ("pregnancy - stillbirth/miscarriage") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy right salpingo-oopherectomy and left salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the perforation, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, dyspareunia, back pain, heavy menstrual bleeding, intermenstrual bleeding, psychological trauma, urinary tract disorder, vaginal discharge, fatigue, alopecia, libido decreased, headache, weight increased, vaginal haemorrhage, acne, abdominal pain, migraine and procedural pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, acne, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, intermenstrual bleeding, libido decreased, migraine, perforation, pregnancy with contraceptive device, procedural pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: 2010 and (B)(6) 2016. She received treatment for urinary probs. Vaginal discharge current weight 170 lbs. Trailing coils: left: 3 right: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Most recent follow-up information incorporated above includes: on 16-jun-2021: mr received. Lot number, essure removal details, rcc and reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), pregnancy with contraceptive device ('pregnancy - stillbirth/miscarriage') and abortion spontaneous ('pregnancy - stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted- no". In 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), dyspareunia ("dyspareunia, (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, dyspareunia, back pain, menorrhagia, metrorrhagia, psychological trauma, urinary tract disorder, vaginal discharge, fatigue, alopecia, hormone level abnormal, headache and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, perforation, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: 2010 and (B)(6) 2016. She received treatment for urinary probs. Vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received, event injury was deleted. New events dysmenorrhea, dyspareunia, back pain, menorrhagia, metrorrhagia, psych injury, device ineffective, pregnancy - stillbirth/miscarriage, perforation nos, urinary probs. Vaginal discharge, fatigue, hair loss, hormonal changes, headaches, weight gain, device monitoring procedure not performed were added. Patient's date of birth and reporter address were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.